Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user described a decreased hearing and speech perception and overall hearing quality with the device over the last weeks. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user described a decreased hearing and speech perception and overall hearing quality with the device over the last weeks. The user will be seen on 15mar2022 for repeated testing.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user described a decreased hearing and speech perception and overall hearing quality with the device over the last weeks. The user was re-implanted on (B)(6) 2022.

Event description:
The user described a decreased hearing and speech perception and overall hearing quality with the device over the last weeks. The user will be re-implanted in (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2022.